Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device was not charging. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The evaluation found no fault with the device or internal battery. Performance testing showed that the device operated according to specifications and the internal battery fully charged. Review of the device logs showed multiple total power failure events in conjunction with critically low battery alarms indicating the battery was depleted. The investigation determined that the reported power faults were most likely due to a depleted internal battery. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was not charging. There was no patient injury reported as a result of this incident.